Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the starclose se device after a diagnostic procedure. Reportedly, the physician was positioning the locator wings against the arterial wall when the device came out of the patient's groin. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information is provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Patient reported to be of normal weight. Evaluation summary: the device was returned for evaluation. The reported device came out of the patient groin during device positioning was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The cause of the reported event was determined to be most likely related to the operational context at the time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.